Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: epilor. Device failure: plunger movement difficult.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe epilor plastic lor 7ml ll bns plunger movement was difficult. It was reported by the customer first procedure had to be aborted due to not feeling the "loss of resistance" when entering into the spinal fluid.¿ and ¿according to the facility there were errors with the first procedure where the doctor stated the ¿syringe wasn¿t allowing appropriate spread in the imaging¿. Per the facility the next injection was able to be completed successfully after the doctor used 3 syringes. According to the doctor, ¿the loss of resistance syringe did not have resistance and allowed the blue portion of the syringe to move freely within it¿¿. Verbatim: rcc received a complaint via email. The first procedure had to be aborted due to not feeling the "loss of resistance" when entering into the spinal fluid.¿ and ¿according to the facility there were errors with the first procedure where the doctor stated the ¿syringe wasn¿t allowing appropriate spread in the imaging¿. Per the facility the next injection was able to be completed successfully after the doctor used 3 syringes. According to the doctor, ¿the loss of resistance syringe did not have resistance and allowed the blue portion of the syringe to move freely within it¿¿.